Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2019-18878. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, crease/folding of implant, seroma-late, anxiety-product/procedure.

Event description:
Legal representative reported a patient experienced the events of ¿started feeling pain, and discomfort in both breasts¿, ¿contours slightly wavy on the implants¿, ¿lobulated contours and radial folds, small amount of adjacent laminar fluid¿, ¿living complicated days, with intense pain, burning, fearful of infections and diseases, knowing that can suffer serious damage to health¿, ¿evident asymmetry and hardening¿, and ¿capsular contracture baker grade iii¿. This reported is for the left side. The device was explanted.